Manufacturer narrative:
H.6 investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for a defective locking mechanism with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the safety shield is popping off while in use with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 3 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: 3 reports of 21g straight needle's safety cover popping off while the phlebotomist is trying activate it, resulting in an open sharp being tossed in the sharps container. The lot number for the problem needles is 9129551. It's not a new lot number (we've been using others from this batch without incident).

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield is popping off while in use with a bd vacutainer® eclipse¿ blood collection needle. This occurred on 3 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: 3 reports of 21g straight needle's safety cover popping off while the phlebotomist is trying activate it, resulting in an open sharp being tossed in the sharps container. The lot number for the problem needles is 9129551. It's not a new lot number (we've been using others from this batch without incident).